Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding ") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain "), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain "). The patient was treated with surgery (one or more surgeries to remove one or more coils ). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("malposition of essure device location of device: uterus"), pelvic pain ("pelvic pain/pain: pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 40-year-old female patient who had essure (batch no. C18716,d01968) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hot flashes, bunionectomy in 2016, constipation, rash, acne, muscle pain and allergic sinusitis. Previously administered products included for an unreported indication: mirena. Concurrent conditions included body mass index normal, lightheadedness, heartburn, hemorrhagic cyst, shortness of breath, wheezing, menopausal symptoms and hives. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2017, bupropion since 2017, corticosteroid nos since 2017, escitalopram oxalate (lexapro) since 2017, phentermine since 2017, propranolol since 2017 and trazodone since 2017. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("anxiety"), panic attack ("panic attacks"), mood swings ("mood swings"), ovarian cyst ("ovarian cysts"), heart valve incompetence ("heart valve regurgitation"), palpitations ("heart palpitations"), hypertension ("high blood pressure"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), tooth disorder ("dental problems"), vision blurred ("blurry vision") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced insomnia ("insomnia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), hot flush ("extreme hot flashes"), amnesia ("short term memory loss"), dizziness ("dizziness"), hypoaesthesia ("numbness in feet"), abdominal distension ("bloating"), vitamin b12 deficiency ("b12 deficiency"), joint swelling ("swollen ankles"), alopecia ("hair loss"), arthralgia ("pain: joint"), back pain ("pain: back") and chest pain ("pain: chest"). The patient was treated with surgery (she underwent bilateral salpingectomy to remove one or more coils). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, vulvovaginal pain, hot flush, vaginal haemorrhage, menorrhagia, depression, anxiety, panic attack, mood swings, ovarian cyst, heart valve incompetence, palpitations, hypertension, nausea, amnesia, dizziness, hypoaesthesia, dysmenorrhoea, tooth disorder, vision blurred, fatigue, weight increased, abdominal distension, insomnia, vitamin b12 deficiency, joint swelling, alopecia, arthralgia, back pain and chest pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, anxiety, arthralgia, back pain, chest pain, depression, device expulsion, dizziness, dysmenorrhoea, fatigue, genital haemorrhage, heart valve incompetence, hot flush, hypertension, hypoaesthesia, insomnia, joint swelling, menorrhagia, mood swings, nausea, ovarian cyst, palpitations, panic attack, pelvic pain, tooth disorder, vaginal haemorrhage, vision blurred, vitamin b12 deficiency, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 205 lbs. (B)(6) 2017 -pre & post-op diagnosis: pelvic pain following essure placement: kub demonstrated a total of three essure coils, two in the expected bilateral fallopian tubes and a third coil in the right posterior fundus of the uterus. Removal details- findings: normal upper abdominal survey. Normal appearing ovaries. 3 essure coils visualized in fallopian tubes and completely removed. Specimens: bilateral fallopian tubes and 3 essure coils. Insertion details- procedure: the essure implantation procedure was performed as per protocol. Trailing coils in the right uterine cavity- 03 trailing coils in the left uterine cavity- 02 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Colposcopy - on (B)(6) 2017: findings: the procedure was notable for normal cervical epithelium present. Assessment- human papilloma virus infection- hpv 16. Hysterosalpingogram - in (B)(6) 2015: results: total bilateral occlusion; on (B)(6) 2015: as per mr the essure device projects in good position bilaterally. The fallopian tubes are occluded.. Laboratory test - on (B)(6) 2016: clinical lab report test- result lh- 2.64 miu/ml fsh- 3.13 miu/ml tsh- 1.46 mu/l. Cytology results- specimen: thinprep vial source: cervical /endocervical interpretation/result: shift in flora suggestive of bacterial vaginosis comments: inflammation.. Mammogram - on (B)(6) 2016: findings: the breast parenchyma is composed of scattered fibroglandular elements. A possible developing focal asymmetry is seen in the upper outer quadrant of he right breast, best appreciated on the mlo and exaggerated cc lateral views. The parenchymal pattern is otherwise normal bilaterally, with no distortion or suspicious calcifications. Impression: right: possible developing focal asymmetry in the upper outer quadrant. Left: negative.. Pathology test - on (B)(6) 2017: surgical pathology final report specimen(s) received: bilateral fallopian tubes, 3 essure coils operation: laparoscopic salpingectomy with essure coil removal diagnosis: right and left fallopian tubes. Bilateral salpingectomy: fallopian tubes with no significant pathologic findings fallopian tubes contain 3 metallic coils (essure) gross description: bilateral fallopian tubes, 3 essure coils, are 2 unoriented salpingectomies each measuring 8.1 x 0.8cm. The resection margins display disrupted silver, metallic coils (2 in one tube, 1 in the other tube). The opposing end of the specimen displays fimbria. The serosa is pink-red and glistening. The specimen is sectioned, revealing tan-white to pink-red patent lumen. The fallopian tube coils are held pending future requests.. Ultrasound scan - on (B)(6) 2015: indication: pelvic pain method: transvaginal ultrasound, transabdominal ultrasound, 2d report summary: overall impression: right sided hemorrhagic follicle and dominant follicle is noted. Essure coils are visible and appear normally positioned. The remainder of the exam is unremarkable.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, fatigue, weight gain, depression, anxiety. Lot number c18716, manufacturing date - 2014-02-04 and expiration date - 2017-02-28. Lot number d01968, manufacturing date - 2014-08-21 and expiration date - 2017-08-31. Most recent follow-up information incorporated above includes: on 19-dec-2018: quality safety evaluation of product technical complaints. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("malposition of essure device location of device: uterus"), pelvic pain ("pelvic pain/pain: pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 40-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hot flashes and bunionectomy in 2016. Concurrent conditions included body mass index normal. Concomitant products included bupropion since 2017, escitalopram oxalate (lexapro) since 2017, fluticasone propionate (flonase) since 2017, obetrol (adderall) since 2017, phentermine since 2017, propranolol since 2017 and trazodone since 2017. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("anxiety"), panic attack ("panic attacks"), mood swings ("mood swings"), ovarian cyst ("ovarian cysts"), heart valve incompetence ("heart valve regurgitation"), palpitations ("heart palpitations"), hypertension ("high blood pressure"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), tooth disorder ("dental problems"), vision blurred ("blurry vision"), fatigue ("fatigue") and weight increased ("weight gain"). In (B)(6) 2017, the patient experienced insomnia ("insomnia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), hot flush ("extreme hot flashes"), amnesia ("short term memory loss"), dizziness ("dizziness"), hypoaesthesia ("numbness in feet"), abdominal distension ("bloating"), vitamin b12 deficiency ("b12 deficiency"), joint swelling ("swollen ankles"), alopecia ("hair loss"), arthralgia ("pain: joint"), back pain ("pain: back") and chest pain ("pain: chest"). The patient was treated with surgery (she underwent bilateral salpingectomy to remove one or more coils). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, vulvovaginal pain, hot flush, vaginal haemorrhage, menorrhagia, depression, anxiety, panic attack, mood swings, ovarian cyst, heart valve incompetence, palpitations, hypertension, nausea, amnesia, dizziness, hypoaesthesia, dysmenorrhoea, tooth disorder, vision blurred, fatigue, weight increased, abdominal distension, insomnia, vitamin b12 deficiency, joint swelling, alopecia, arthralgia, back pain and chest pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, anxiety, arthralgia, back pain, chest pain, depression, device expulsion, dizziness, dysmenorrhoea, fatigue, genital haemorrhage, heart valve incompetence, hot flush, hypertension, hypoaesthesia, insomnia, joint swelling, menorrhagia, mood swings, nausea, ovarian cyst, palpitations, panic attack, pelvic pain, tooth disorder, vaginal haemorrhage, vision blurred, vitamin b12 deficiency, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 205 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 9-oct-2018: reporter information was added. This case concerns 40 year old patient. Her demographic was added. Her historical condition and concurrent condition was added. Lab data was added. Essure insertion date was updated (previously reported in 2005). Indication was amended. Her concomitant medications were added. Per plaintiff fact sheet following events: abnormal bleeding (vaginal/menorrhagia), extreme hot flashes, depression, anxiety, panic attacks, mood swings, malposition of essure device location of device: uterus, ovarian cysts, heart valve regurgitation, heart palpitations, high blood pressure, nausea, short term memory loss, dizziness, numbness in feet, dysmenorrhea (cramping), dental problems, blurry vision, fatigue, weight gain, bloating, insomnia, b12 deficiency, swollen ankles, hair loss, pain: joint, pain: back and pain: chest were added. She was recovering from most, if not all symptoms. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("malposition of essure device location of device: uterus"), pelvic pain ("pelvic pain/pain: pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 40-year-old female patient who had essure (batch no. C18716, d01968) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hot flashes, bunionectomy in 2016, constipation, rash, acne, muscle pain and allergic sinusitis. Previously administered products included for an unreported indication: mirena. Concurrent conditions included body mass index normal, lightheadedness, heartburn, hemorrhagic cyst, shortness of breath, wheezing, menopausal symptoms and hives. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2017, bupropion since 2017, escitalopram oxalate (lexapro) since 2017, fluticasone propionate (flonase) since 2017, phentermine since 2017, propranolol since 2017 and trazodone since 2017. In (B)(6)2015, the patient had essure inserted. In (B)(6)2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("anxiety"), panic attack ("panic attacks"), mood swings ("mood swings"), ovarian cyst ("ovarian cysts"), heart valve incompetence ("heart valve regurgitation"), palpitations ("heart palpitations"), hypertension ("high blood pressure"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), tooth disorder ("dental problems"), vision blurred ("blurry vision") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6)2017, the patient experienced insomnia ("insomnia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), hot flush ("extreme hot flashes"), amnesia ("short term memory loss"), dizziness ("dizziness"), hypoaesthesia ("numbness in feet"), abdominal distension ("bloating"), vitamin b12 deficiency ("b12 deficiency"), joint swelling ("swollen ankles"), alopecia ("hair loss"), arthralgia ("pain: joint"), back pain ("pain: back") and chest pain ("pain: chest"). The patient was treated with surgery (she underwent bilateral salpingectomy to remove one or more coils). Essure was removed on (B)(6)2017. At the time of the report, the device expulsion, pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, vulvovaginal pain, hot flush, vaginal haemorrhage, menorrhagia, depression, anxiety, panic attack, mood swings, ovarian cyst, heart valve incompetence, palpitations, hypertension, nausea, amnesia, dizziness, hypoaesthesia, dysmenorrhoea, tooth disorder, vision blurred, fatigue, weight increased, abdominal distension, insomnia, vitamin b12 deficiency, joint swelling, alopecia, arthralgia, back pain and chest pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, anxiety, arthralgia, back pain, chest pain, depression, device expulsion, dizziness, dysmenorrhoea, fatigue, genital haemorrhage, heart valve incompetence, hot flush, hypertension, hypoaesthesia, insomnia, joint swelling, menorrhagia, mood swings, nausea, ovarian cyst, palpitations, panic attack, pelvic pain, tooth disorder, vaginal haemorrhage, vision blurred, vitamin b12 deficiency, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 205 lbs. (B)(6)2017 -pre & post-op diagnosis: pelvic pain following essure placement: kub demonstrated a total of three essure coils, two in the expected bilateral fallopian tubes and a third coil in the right posterior fundus of the uterus. Removal details- findings: normal upper abdominal survey. Normal appearing ovaries. 3 essure coils visualized in fallopian tubes and completely removed. Specimens: bilateral fallopian tubes and 3 essure coils. Insertion details- procedure: the essure implantation procedure was performed as per protocol.. Trailing coils in the right uterine cavity- 03. Trailing coils in the left uterine cavity- 02. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Colposcopy - on (B)(6)2017: findings: the procedure was notable for normal cervical epithelium present. Assessment- human papilloma virus infection- hpv 16. Hysterosalpingogram - in (B)(6)2015: results: total bilateral occlusion; on (B)(6)2015: as per mr the essure device projects in good position bilaterally. The fallopian tubes are occluded.. Laboratory test - on (B)(6)2016: clinical lab report test- result. Lh- 2.64 miu/ml. Fsh- 3.13 miu/ml. Tsh- 1.46 mu/l. Cytology results- specimen: thinprep vial. Source: cervical /endocervical. Interpretation/result: shift in flora suggestive of bacterial vaginosis comments: inflammation.. Mammogram - on (B)(6)2016: findings: the breast parenchyma is composed of scattered fibroglandular elements. A possible developing focal asymmetry is seen in the upper outer quadrant of he right breast, best appreciated on the mlo and exaggerated cc lateral views. The parenchymal pattern is otherwise normal bilaterally, with no distortion or suspicious calcifications. Impression: right: possible developing focal asymmetry in the upper outer quadrant. Left: negative.. Pathology test - on (B)(6)2017: surgical pathology final report specimen(s) received: bilateral fallopian tubes, 3 essure coils operation: laparoscopic salpingectomy with essure coil removal. Diagnosis: right and left fallopian tubes. Bilateral salpingectomy: fallopian tubes with no significant pathologic findings fallopian tubes contain 3 metallic coils (essure) gross description: bilateral fallopian tubes, 3 essure coils, are 2 unoriented salpingectomies each measuring 8.1 x 0.8cm. The resection margins display disrupted silver, metallic coils (2 in one tube, 1 in the other tube). The opposing end of the specimen displays fimbria. The serosa is pink-red and glistening. The specimen is sectioned, revealing tan-white to pink-red patent lumen. The fallopian tube coils are held pending future requests.. Ultrasound scan - on (B)(6)2015: indication: pelvic pain method: transvaginal ultrasound, transabdominal ultrasound, 2d report summary: overall impression: right sided hemorrhagic follicle and dominant follicle is noted. Essure coils are visible and appear normally positioned. The remainder of the exam is unremarkable.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, fatigue, weight gain, depression, anxiety. Most recent follow-up information incorporated above includes: on 26-nov-2018: new mr received- lot number, lab data, new reporters were added.concomitant and historical conditions were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.